Manufacturer narrative:
One sample model 2420-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated just below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, separation between tubing and lower fitment could be related to lack of solvent due to opportunities with the solvent dispenser and incorrect use of fixture to measure and handle of the tubing by the assembler. Separation between tubing and lower fitment was addressed for the same production line, failure mode and specific area, where the next actions were taken: - a re-training for the correct use of fixture to measure and handling of the tubing with interaction with the solvent based on the standard work instruction - the procedure will be updated to modify the preventive maintenance frequency for the solvent containers a device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that when they were preparing feraheme IV infusion for administration, IV tubing was primed and placed into alaris pump when tubing snapped off. Drug then leaked onto pump, floor.